Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced inappropriate therapy and an alert from the patient notifier. ICD would not interrogate. Analysis of the ICD revealed an arc mark and hv output circuit damage consistent with a damage lead.